Event description:
It was reported that the patient had a bard indwelling 16 french foley which could not be removed. They were not able to remove the fluid from the balloon. The md cut the foley before the ¿y¿, placed a stylet, and the balloon was dis-inflated. The doctor put in a consult for urology.

Manufacturer narrative:
The reported event was confirmed. Visual inspection noted one two-way foley catheter attached to a dome bag received. Visual evaluation noted the inflation arm was cut with the valve and cap missing on return. No obvious defects were noted. An attempt was made to inflate the balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and was unable to advance the solution to fully fill the balloon. The balloon was then dissected. After removing the balloon, the solution was able to advance on its own. On inspection, the inflation notch was not fully perforated. This is considered a failure per the standard, stating that the notch punch should be complete. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure could be inadequate pressure on the machine to punch. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿single patient use only. Do not reuse. Do not resterilize."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the patient had a bard indwelling 16 french foley which could not be removed. They were not able to remove the fluid from the balloon. The md cut the foley before the ¿y¿, placed a stylet, and the balloon was dis-inflated. The doctor put in a consult for urology.